Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit failed internal leakage test and pressure transducer test during pre-use check with the message "system volume too small". Physcal damage confirmed of nozzle unit confirmed by provided photo. Further investigation revealed that both nozzle units were defective. Issue resolved by installing a 5000h maintenance kit which includes nozzle units. Issue resolved and unit was handed over to customer in working condition. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacture date was required. D1 ¿ brand name: previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model #: previous version or model #: servo-I. Corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date: previous manufacture date: 11/03/2015. Corrected manufacture date: 10/28/2015.

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).